Event description:
During a laparoscopic ovarian cystectomy the staples were not completely fired. The surgeon used another instrument to complete the procedure. No patient injury occurred.

Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.